Manufacturer narrative:
The reported issue that the pcu generated a battery discharged alarm without any prior low battery or very low battery warnings is suspected to be associated with the battery not having been maintained in accordance with service bulletin 592a. The battery log had recorded evidence of the battery having been possibly removed and re-installed (reset recorded) with no recorded evidence of battery conditioning being performed to re-establish the correct battery capacity; this would be considered a violation with respect to the service bulletin 592a¿s section for battery removal from pc unit. It was noted the received battery log began with the date 17/jul/2017 then the next event date recorded is 04/jan/2018, and as a result it could not be established if the pcu was connected to an ac source during this period. It is suspect the pcu was in an off state which would not record data in the battery log while in this state. The customer¿s battery label date july 2017 happened to coincide with the reported associated pcu manufacture date 23/may/2017, and is suspect to be the actual battery that was installed during manufacturing. The customer¿s device maintenance logs were requested with no response from the customer. No existing malfunction was found and the battery when installed in an in-house alaris test system appropriately alarmed through all phases of low battery warnings after it received conditioning in accordance with service bulletin 592a. A review of the device history record in sap for (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was patient involvement

Event description:
The customer reported that the pcus generate a system error/battery discharged alarm without any prior low battery or very low battery warnings. No patient harm was reported.